Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. The cutting wire was broken, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured, and no abnormalities were noted. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the reported events were not confirmed. A likely mechanism causing the broken cutting wire might be the following: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This had led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge occurred, and the cutting wire became hot instantly. This had caused the cutting wire to break. Based on the results of the investigation, the definitive root cause of the broken wire could not be determined; however, it is likely that the break was due to excessive heating. The cause was linked to the device but unable to trace more specifically. The event indicating that part of the root side fell inside the patient was not confirmed. The information obtained from this event and the investigation results were insufficient to identify the cause of the problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic sphincterotomy, the wire of the subject device broke, and "part of the root side" fell off inside the patient and was not collected. Another endotherapy accessory was used and the procedure was completed temporarily. The piece left inside the patient was considered to be collected at a later date "by magnetic resonance imaging or computed tomography scan". There were no reports of further patient harm.